Event description:
The patient called to ask if there was a lower rate on the device. The patient also reported feeling "kind of tired" and has noted having heart rates from sixty-five to seventy. Patient mentioned having these symptoms for approximately two days and had also experienced the same symptoms approximately one and a half weeks ago, but the symptoms subsided. Follow up indicated that the patient has not spoken to a physician regarding the symptoms as of yet. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.